Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to a leak at the hub was able to be confirmed through device analysis. It is likely due to a failure of the bond, allowing fluid to leak out the hub connector. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related leaks was noted by the manufacture. Further assessment of this issue per site operating procedures is being performed. Corrective and preventive actions to address this issue will be implemented and the performance of these devices will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion located in the moderately tortuous, moderately calcified anterior tibial artery. Upon inflation of the 2.5mm x 200mm x 150cm armada 14 balloon catheter at 6 atmospheres, the area where the catheter meets the hub was observed to be leaking. The device was retracted from the patient without any adverse patient effects. A new balloon catheter was used to complete the case successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.